Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension at the distal tip. Material was found missing. Components adjacent to this broken tube extension do not show damage. The instrument was found to have the proximal clevis dislodged and attached to the tube extension. The complaint was confirmed by failure analysis. The probable root cause of a broken tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted hysterectomy: malignant surgical procedure, the monopolar curved scissors instrument the instrument remained stuck in an unusual position. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws of the monopolar curved scissors got stuck in an open position. The jaws were not stuck on tissue at the time of the event. There was no delay due to the issue. No images were available for review.